Event description:
Latex allergy after working in labor and delivery 16 years in the same hosp, and being in labor and delivery 25 years total. Used latex gloves with powder all day at work, sterile and unsterlie - all staff does. Hoarse and loss of voice, tight chest and throat, clear nasal drainage, hands red, dry, swollen, and cracked near nails. Laryngeal and lung sensitivity. Potentially life threatening due to airway swelling. Add'l event dates 2/20/99 and 3/10/99.